Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: patient presented for treatment in the left popliteal artery due to aneurysm. Access was gained from the contralateral side. A 7fr cook sheath was used to advance an 8x25 gore® viabahn® endoprosthesis over a v18 wire to the posterior tibial artery. The viabahn device reached the intended treatment site and deployment was started. As the deployment line was pulled, the viabahn device started bowstringing as there was not enough vessel apposition. It was reported that in an attempt to complete deployment, the deployment line was pulled rapidly and with some force. The viabahn device partially expanded, then the deployment line broke. The patient was converted to surgical repair. The viabahn device was removed from the patient. A femoro-popliteal procedure was performed using a non-gore graft. The patient was reported to be recovering well following the procedure.